Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. Once the patient was placed on the platform, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The crew was unable to clear the ua07 advisory message and switched to manual CPR. No consequences or impacts to the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell # 1. The cracked cover and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned autopulse platform, a vertical crack was observed going through one of the screw fittings on the handle of the front enclosure. The observed physical damage could have resulted from harsh impacts due to user mishandling. The damaged front cover was replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Further review of the archive data showed multiple ua11(max patient temperature exceeded) and ua41 (patient temperature sensor failure) advisory messages occurred on the customer's reported event date, unrelated to the reported complaint. Based on the archive data, the patient contact surface temperature sensor values were outside of the normal range of 45°c (113°f) during take-up. This increase in temperature persisted for more than five minutes and caused the interior temperature of the platform to increase from 50°f to 125°f. The autopulse was powered off and on multiple times, and the platform displayed ua41 each time. The customer did not provide information on what type of surface the platform was placed on during use. User advisory is normally a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 11 is an indication that the temperature of the patient's surface exceeds 45°c (113°f) for more than five minutes (triggers temp sensor near battery bay). The recommended actions to take for this type of user advisory are: allow the autopulse to cool and press restart to clear the ua. Per autopulse user advisory list guide, user advisory 41 message alerts that per autopulse user advisory list guide, user advisory 41 message alerts that the temperature sensor is outside of specified range during power-on self-test or during take-up. This typically occurs as a result of defective temperature sensor or other component malfunction. To clear this advisory message, press restart. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test was performed and revealed that load cell # 1 was defective (over-reporting), and it was replaced to remedy the fault. To troubleshoot for the ua11 and ua41 advisory messages that were observed in the archive, the temperature sensors, and their cable connections to the power distribution board (pdb) were inspected and found no issues. The temperature sensor cabling was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. No malfunction was found, and the ua11 and ua41 advisory messages could not be replicated. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).